Event description:
It was reported that during procedure the unit would not turn on. No patient harm reported. The procedure was completed with a competitor's device because there was not sn back-up available.